Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 225 mg of clopidogrel. An introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use (IFU). Next, subsequent deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with complete and partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus was performed. Post procedure event summary: on same day of the index procedure, post procedure, electrocardiogram(ECG) revealed new lbbb. A right ventricle lead was placed via the chest wall. On the same day, repeat ECG post procedure revealed sinus rhythm and left bundle branch block. The next day, follow up ECG revealed sinus rhythm, biatrial abnormality, left bundle branch block, intraventricular conduction abnormality, and t wave abnormality, considered anterior ischemia. On the same day, the event was considered recovered and the subject was discharged on aspirin.